Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. Because a lot number was not provided it is not possible to determine if this device met the specifications that applied at the time it was manufactured. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description pump alarming air in line and would not resolve. Detailed inquiry description. Pump located in ICU and started to alarm air in line. Nurse troubleshooted alarm by priming out air as indicated on pump, removed tubing and inspected and removed bubbles past tubing segment, reloaded pump, eventually changed to new tubing and still alarmed air in line. Once tubing switched to a different pump, alarming stopped. Pump pulled off patient and sent to biomed: no injury reported.